Event description:
Edwards received information the 23mm aortic pericardial valve required valve-in-valve intervention due to calcification leading to stenosis and regurgitation after an implant duration of 13 years, nine (9) months. The patient was discharged. Per physician, the surgical valve did not prematurely fail.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, f10. H11. Corrected data: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior distribution. No issues were identified that would have impacted this event. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined; however, patient factors, progression of patient's underlying valvular disease, and expected wear and tear likely impacted the event. In addition, this aortic surgical valve was implanted off-label in pulmonary position. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a patient with a 23mm aortic valve implanted in the pulmonary position underwent a valve-in-valve intervention after an implant duration of 13 years, 9 months. A 23mm transcatheter valve was implanted within the edwards surgical valve using the transfemoral approach. No additional information was provided.